Event description:
It was reported that during patient use, a ventilators display generated a communication error. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot the alleged malfunction with the customer over the telephone. The (tse) recommended running extended self-testing (est), calibrations, and to run the unit on test lung. The customer biomedical engineer was unable to duplicate the reported malfunction. However, he informed that he will continue running the ventilator on test lung and will verify if it will generate any additional error codes. The customer reported that the unit passed all tests and calibrations, and it was operating within the manufacturing specifications.